Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, non-sustained right ventricular oversensing (nsrvo) episode was observed on a stored egm. Upon review, intermittent loss of capture was noted on the right ventricular lead. Multiple rv pacing threshold tests were performed, and the capture was adequate. It was recommended to keep the device setting as programmed. The patient was stable and will continue to be monitored.